Manufacturer narrative:
Torque box.

Event description:
It was reported by service report that the fowler could not be lowered into its lowest position. Customer reported no pt involvement or adverse consequences.